Event description:
It was reported that the patient heard toning which sounded like (B)(4) police siren. The right ventricular (rv) lead exhibited rising impedance. Reprogramming was performed to set the upper alert limit to 160. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).